Event description:
Customer reported a button error alarm on the insulin pump and stated that the buttons on the insulin pump are unresponsive. Customer's current blood glucose reading is 422 mg/dl and has treated with a manual injection. Customer stated that the insulin pump may have been exposed to perspiration. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.